Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via a left brachial approach. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right common iliac artery. The 7.0x30x135cm express vascular ld premounted stent was unable to cross the target lesion and when the device was removed from the patient, the physician noticed the stent strut had lifted up. The physician did not notice any resistance during advancement. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).